Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was a pulsing and feeling of shock. No further complications were reported or anticipated. Indication for use is non-malignant pain.